Manufacturer narrative:
(B)(4).

Event description:
This crt-d was explanted and replaced due to eos. The rv lead was capped and replaced due to oversensing.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos, 283 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel. This led to a large amount of charging cycles, of which more than 30 resulted in shock deliveries. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The analysis of the shock holter data showed that an amount of more than 120 charging cycles was performed by the device within 75 min on (B)(6) 2018. As a result of that fast successive charging the battery status eos had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the battery status eri. The amount of charge taken from the battery was verified, revealing the battery status eri to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.